Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency. Hypersensitivity (allergic reaction) is a known adverse event as listed in the vision instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that a vision stent was implanted in an unspecified coronary artery "a long time ago". Subsequently, the patient developed a generalized rash. Metal allergy testing was positive for cobalt allergy. The condition is continuing and the patient is undergoing unspecified treatment by an allergist. Though requested, no additional information was provided.